Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room due to concerns about her device. Device interrogation revealed high pacing impedance on the right ventricular lead. Programming changes were performed to resolve the issue. The patient condition was stable.